Event description:
Pt called - unable to get pump to work. Display reads malfunction-18. Pharmacy will deliver replacement pump and check current pump for malfunction. Upon observation it was noted that total parenteral nutrition solution had leaked into the peristaltic motor unit. Tubing was previously removed and discarded so it was unavailable for examination.